Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of therapeutic effect occurred following an implantable neurostimulator replacement. Also reported was that readings of > 1000 ohms were measured. Impedances were not taken at the time of the implant. The pt could not feel stimulation on 0-3 but did feel stimulation on 4-7. Impedances were high on 0-3 and normal on 4-7. Impedances 01- 2899, 02- 2899, 03- 4610, 1-2- 2604, 1-3- 2119, 2-3- 2397, 4-5- 83, 4-6- 929, 4-7- 955, 5-6- 671, 5-7- 868, 6-7- 787. A potential need for a surgical revision was noted.